Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The four (4) month follow-up a CT showed evidence of a type ia endoleak; however, trivascular's review of the imaging could not confirm the presence of an endoleak. A re-intervention was performed to place a balloon expandable stents at the level of the seal zone which successfully resolved the potential type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.